Manufacturer narrative:
(B)(4). The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this product was part of a system revision due to infection. Subsequently, the device was explanted. There were no patient complications or adverse effects reported.